Manufacturer narrative:
(B)(6). Date of report: 08aug2019. The reported issue was confirmed during review of the diagnostic report (drpt). The customer reseated the data acquisition (da) printed circuit board (pcb) which corrected the issue. No part was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During review of the ventilator drpt (diagnostic log), it was found that the ventilator has logged the error codes 1109 and 110b which is relevant to proximal pressure sensor auto zero failure. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.